Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's current blood glucose is 200 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with a manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was unsure whether was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with intermittent act button response due to flattened act button dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. Pump was received with broken belt clip slot at battery tube threads area and cracked reservoir tube lip.